Event description:
Device was implanted as an on-lay (no suture used) on (B)(6) 2024. During routine follow up for staple removal from a sural nerve neuroma excision, the patient reported discomfort inside the incision in the area the neuroshield was placed. Upon removing the staples, the neuroshield membrane had migrated towards the surface where dr. Wohlegmuth was able to pop out the membrane. Upon further inspection, the area where ns was placed was inflamed but not infected. The patient expressed relief from the discomfort after the ns was removed. The patient was placed on an antibiotic although no infection was present. The events described above were reported to a checkpoint representative on (B)(6) 2024.

Manufacturer narrative:
While nothing can be concluded for certain, it can be speculated that there were long term complications (potentially related to device placement and/or lack of securement) leading to device migration and removal.